Manufacturer narrative:
Block h2: correction: block e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone. Block e2: health professional. Block e3: occupation. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that all bands were still attached to the ligator housing, the slack was not taken up, and there was no evidence that the loop of the trip wire had been secured to the post on the handle. No additional abnormalities were observed during the evaluation of the returned components. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The labeling review determined that the device was used in a manner inconsistent with the instructions for use (IFU), which require taking up slack by pulling the proximal end of the trip wire and securing the wire in the handle slot. Failure to perform these required steps can prevent proper engagement of the trip wire mechanism and interfere with band deployment once the ligator housing is installed onto the endoscope. Based on the compiled evidence and the confirmation that the IFU was not followed, the most probable root cause for this event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.